Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was in the hospital right now and they want to give them an MRI. The device didn't work no more. It didn't even go off when they go through the theft detectors anymore. They haven't used it for at least 8 or 9 years. Caller said it worked for a while and then it didn't work anymore. They went to see the doctor the last time in 2018 and they said it would be more dangerous to take it out so they just left it in there. The batteries reached the end of life inside their body. They got rid of everything else because it was no good. They must have accidentally threw it away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.